Event description:
Rt brake lever can travel to far causing the brake to tell controller that it is in free wheel. Stop post is still in motor.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.